Manufacturer narrative:
Not applicable as this is not an implantable device. Not applicable as this is not an implantable device. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge had plastic sheer off into the eye, and was retrieved. There were no issues with loading and no feeling of force when inserting. The patient was doing fine. There was no incision enlargement performed. No additional information was received.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Section d10: returned to manufacturer on: 03/05/2020 section h3: device evaluated by manufacturer: yes. Device evaluation: the cartridge was returned to the manufacturing site for evaluation. Visual inspection was performed to the returned sample and residues of lubricant material was observed on cartridge. The cartridge tip was observed deformed and with a dent. No marks or missing part were observed on cartridge related to the plastic in question. There is no plastic observed inside the cup. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported could not be verified. Based on the analyzed of the returned; there is no indication of a product quality deficiency manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.